Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system had booting error message. Philips remote service engineer (rse) was informed that there was a power event at the hospital but appeared to have had any effect on the system. When checked, the system had rebooted to a non-usable state and in attempt to go through a manual boot. No current lod or prs access. The defective parts were returned for analysis, for suite pc malfunction confirmed, and the faulty component was hdd bay. However, the replacement of suite pc and backup and reloading of software by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.